Event description:
Thermo trace central drager temp probe ref mx11000, lot 230409. On <date redacted>, we had two sick infant 6 hours apart need additional care in our stabilization bed in the newborn nursery and the temp probe on the drager warmer was not properly reading the infant..